Event description:
It was reported that a few days post-implant, the patient went to the emergency department after feeling four shocks and having chest pain. It was determined that no episodes were detected or recorded, and that the device had not fired. High threshold and possible loss of capture were also noted. The patient further reported that the lead broke and had pierced the patient's heart. Follow-up determined that the lead was thought to have perforated the myocardium and pericardiac sac, with blood presumably leaking into the chest space per the physician and cardiac surgeon involved. The patient also experienced resulting atrial arrhythmias. The perforation was repaired the next day and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).